Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The neck trial and trial taper spacer are stuck together and will not separate.

Manufacturer narrative:
The instruments associated with this report have not been returned. A two year complaint database search against these product codes finds no trend for them becoming stuck together. Lot codes in order to determine manufacturing age were not provided. The investigation is not able to determine a root cause. Corrective action not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.